Event description:
It was reported that during a carotid stenting treatment procedure, stent deployment difficulties were encountered. The customer stated that, "the outer catheter broke at monorail segment, and the stent would not deploy. Please note that this occurred inside the patient. The doctor then grabbed another same type to complete the case." No patient injuries or complications were reported. Patient status is reported as "fine." Additional information has been requested regarding this event.